Event description:
The facility representative contacted baxter to report a colleague infusion pump in which the top half of the screen displays double characters. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. The user interface module master software version is currently unknown. There is no further complaint information available.

Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. A request for the return of the device has been made, but the device has not yet been received by baxter. Should the device be received for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition was confirmed but not reproduced during evaluation. The assignable cause was determined to be lines on main display. The user interface module liquid crystal display (uim lcd) was replaced to fix the reported condition. This issue has been escalated to CAPA. A device history review was performed finding one exception during manufacturing, however, the device was re-tested and found to be performing as designed. A service history review revealed no previous service events were related to the reported condition. The user interface module master software version is 8.11.00.